Manufacturer narrative:
Steris engineering evaluated the shoulder chair accessory and observed that a solid metal bar used to connect the head restraint assembly to the shoulder chair exhibited a clean break with no bending of the bar. The likely cause of this damage is a result of dropping the accessory; the shoulder chair accessory has been returned for further evaluation and to confirm the root cause. The user facility has accepted in-service training on the proper use, operation, and handling of the accessory. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
Steris conducted in-service training on the proper use and operation of the shoulder chair accessory on (B)(4), 2011.

Event description:
The user facility reported that a patient was being transferred to a surgical table that had a shoulder chair accessory attached to it. This accessory allows access to the patient's shoulder and upper arm without having to move the patient during the procedure. In the process of transferring the patient to the surgical table, the patient head restraint assembly of the shoulder chair became separated from the accessory. The patient was transferred to another surgical table and the procedure was performed successfully without further incident. No injuries were reported to hospital staff or patient.